Manufacturer narrative:
The product information (d2-6) and the date of the event (b3) have been updated to correspond with the further analysis of available records. There is no conclusive evidence to confirm the exact day of the tooth extraction.

Event description:
The treating doctor reported that the patient had symptoms of tooth mobility grade ii on teeth #13, #24, #25 and mobility grade I on teeth #12, #22, #23 and #26. The patient's tooth #5 fractured and required extraction in (B)(6) 2024. The patient required visiting a periodontist to alleviate the reported symptoms. The patient is still wearing the aligners, and the condition has not improved.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - patients may experience a temporary loosening of their teeth during the treatment" and "orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums". The treating doctor shared that the event may be related to the use of the aligners as the reported symptoms have occurred during treatment. No conclusive evidence has been provided that supports or opposes if the invisalign system aligners caused or contributed to the tooth fracture that ended in extraction of tooth #5. This event is being filed as an MDR as the treating doctor reported that the patient required tooth extraction (serious injury), and the invisalign system aligners were used. There is no conclusive evidence to confirm the exact day of the reported tooth extraction (b3).